Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The outer diameter (od) of the damage found on the stent was approximately 1.17mm. The od of the area where there was no damage found was measured at approximately 1.04mm. Several kinks were found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure for treatment of in-stent re-stenosis (isr), stent damage occurred. The 50% stenosed and calcified lesion was located in the non-tortuous proximal circumflex (cx) artery. It was noted that the isr was 95%. The lesion was pre-dilated with a maverick2 1.5mm x 20mm balloon on the first inflation and a maverick2 2.5mm x 30mm balloon on the second inflation. The taxus liberte 28mm x 2.50mm stent delivery system (sds) was advanced to the lesion, however, upon pulling the sds back into another manufacturer's jl 4.0 guide catheter, the proximal part of the stent was damaged. The stent was removed from the patient and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as ok.